Event description:
It was reported that a dissection occurred as a result of arterial sheath resulting in additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the procedure, the arterial sheath of the nps was inserted over the 0.035 amplatz j-wire and an angiogram was performed. Imaging revealed that the arterial sheath had caused a dissection in the common carotid artery (cca). An additional stent was placed to treat the dissection in the cca.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A review of the enroute transcarotid neuroprotection system device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a dissection occurred as a result of arterial sheath resulting in additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the procedure, the arterial sheath of the nps was inserted over the 0.035 amplatz j-wire and an angiogram was performed. Imaging revealed that the arterial sheath had caused a dissection in the common carotid artery (cca). An additional stent was placed to treat the dissection in the cca.